Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (electrode belt does not secure into monitor) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt's connector would not secure into a monitor.